Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3389-28, lot # 0205441029, implanted: (B)(6) 2012, product type lead; product ID 3389-28, lot # 0205665481, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: product type extension.

Event description:
A healthcare professional from a (B)(4) study reported, via a manufacturer representative, that the implantable neurostimulator (ins), two leads, and two extensions of a patient treated with deep brain stimulation were explanted. The reason for the explant (also noted as system modification) was unclear.